Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch profile meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication. The power issued began last month . Reportedly, the patient developed symptom of frequent urination two weeks after the product issue began. One week before the patient contacted lifescan, the patient's healthcare provider advised the patient to increase his diabetes oral medication from 10 mg to 20 mg. Based on the information provided during troubleshooting, there was no product misuse, the battery needed to be replaced, and the new replacement battery did not resolve the issue. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hyperglycemia after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.